Event description:
In 2009, a reporter/layperson (patient's son or grandson), alleged that the patient's blood glucose results with her one touch ultra2 meter had been inaccurately elevated, resulting in hypoglycemia after he injected extra insulin. Describing the test strip vial as damaged, the reporter provided the following information to lifescan canada, who replaced the patient's products. Because the patient has had a stroke and cannot test or inject insulin, the reporter performs both. The patient receives post-stroke therapy at the hospital. On one of the visits or hospital stays for the stroke, her physician discontinued the daily oral diabetes medication, metformin, and placed the patient on novolin ge toronto insulin (rapid acting), sliding scale, before each meal. Required to inject insulin when results were above 9.1 mmol/l, the reporter usually injected if it was above 10 mmol/l. The insulin scale ranged between 6-8 units, with 8 units the maximum. The "meter worked" (presumably results were lower) while in the hospital and for three days after she returned home, when he was responsible for injecting insulin (approximately 10 days before calling). The reporter also attributes the elevated results to the metformin discontinuation. Although the reporter was unable to provide details, dates, or the alleged "very low [blood glucose] results, on two occasions, the patient became tired and weak after having received an unspecified amount of insulin. The patient was given a peanut butter sandwich. Reportedly, the patient had no symptoms of hyperglycemia before the alleged elevated results were obtained. Concerned that the patient's results were increasing despite the insulin, the reporter called, "the hospital" and was instructed to bring her to ER because "something wasn't right". Weak and tired at the time, the patient was treated with food and a tube of glucose gel to increase her blood glucose. The reporter could not provide the ER's blood glucose results. The ER staff reinstated the metformin (dose not provided) to attempt to discontinue insulin, although she still is on the same amount of insulin, and discontinued the blood thinners and aspirin. The reporter was unable to confirm when reported hospital results of 7.8-9.1 were taken: whether from earlier hospital visits, the current event, or after treatment was received. Results on the patient's meter ranged from 10.4-21.7 mmol/l with dates not provided. Because the reporter alleged that the patient had been hypoglycemic and treated in ER due to the meter's results, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.